Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had an infection at the ipg site. As such, the patient was prescribed antibiotics. In addition, the patient underwent surgical intervention wherein the ipg site was cleaned and the ipg remains implanted. Please note: the surgery date is unknown at this time.

Event description:
Follow-up information revealed the intervention took place on (B)(6) 2017.

Event description:
Additional information revealed the issue is now resolved.